Manufacturer narrative:
Extension spring.

Event description:
It was reported by service report that the jack was drifting due to missing return spring on a release pedal. No pt involvement or adverse consequences are reported.